Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged belt) has been confirmed. Upon investigation, the belt was unable to plug into a monitor. The root cause for the failure was a damaged belt connector and a bent pin inside the connector. The root cause for the damaged connector was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.